Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was frozen after an alert was displayed. During troubleshooting with tandem technical support, the screen was able to be cleared by the customer. Additionally, it was reported that the customer connected the pump to a usb port to charge and received an error message. The customer reconnected the cable and was able to charge the pump successfully. The customer's blood glucose level ranged from 150 to 160 mg/dl.